Event description:
The reporter stated the surgeon attempted to insert a cc4202bf collamer plate lens but the lens became stuck in the cartridge and would not advance. Part of the lens went into the eye and was removed with no injury.